Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for sp02 when the saturation dipped to 71% and 69%, these events happened at 13:58 and 13:31 respectively. There was also an alarm at the bsm and the rns, but the staff stated they did not hear it at the cns. No patient harm was reported. Investigation summary: nihon kohden clinical application specialist (cas) contacted the customer and advised that if the upper alarm limit was set at 100%, the cns would be triggered when the reading reaches 100%. It was verified that the alarm was set for 100%. The customer was provided with assistance in turning off that alarm threshold. The customer did mention about the cns not alarming after the saturation had dropped to 71% and 69%. During the call between cas and the customer, there were no other issues observed. The cns demonstrated that the alarm function was working properly by alarming correctly at the upper spo2 threshold of 100%. Since information about the lower limit is not available, it is presumed that the alarm limit may have been set incorrectly. There is inconclusive evidence about the non-alarm, however, there is also no indication of a device malfunction. Review of the service history for this cns shows this is an isolated incident. On (B)(6) 2022, there was an alarm incident involving alarm tones. The issue was resolved by changing the alarm tone settings. This incident is not related to non-alarm as reported on 10/7/2021. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for sp02 when the saturation dipped to 71% and 69%, these events happened at 13:58 and 13:31 respectively. There was also an alarm at the bsm and the rns, but the staff stated they did not hear it at the cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for sp02 when it dipped to 71% and 69%, these events happened at 13:58 and 13:31 respectively. The bme also states that there was an alarm at the bsm and the rns but that the staff states that they did not hear that alarm at the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns, but the model and serial numbers are no information (ni) as attempt(s) were made to obtain the information as documented above but none received to date. Bsm: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for sp02 when it dipped to 71% and 69%, these events happened at 13:58 and 13:31 respectively. The bme also states that there was an alarm at the bsm and the rns but that the staff states that they did not hear that alarm at the cns. No patient harm was reported.